Event description:
Reportedly, an abnormal battery depletion was observed on the device with rrt reached in 5 months, arms report in january 2026 displaying between 2 to 5 years of battery remaining and rrt reached on the 6th of march 2026 during device interrogation, and device not interrogable on the 9th of march 2026, when it has been explanted and changed.